Event description:
A customer had contacted baxter corporate surveillance to report a intravenous (IV) solution blood set which leaked. This occurred during patient transfusion. The customer reported the set had a 'pinch' defect in the wall of the tubing where blood leaked out. The patient did not receive 75 ml of blood. There was no report of patient injury or medical intervention necessary associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.